Event description:
Upon removal from the pouch, the neuron's tip was found to be flattened. The catheter was not used.

Manufacturer narrative:
Technical eval: the returned unit shows two flat spots, one 3.5 cm and the other 6.0 cm from the distal tip. In addition, there is a break in the proximal shaft 30.0 cm distal to the end of the yellow ID band. Conclusion: the incident is confirmed as reported. A review of the DHR for this mfg lot was completed. This MDR is being filed as part of the remediation action taken as per penumbra feb 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on part # 1626-04 neuron delivery catheter 070 (95cm x 6 cm) shaped tip, lot number l13980. The DHR review of final assembly (lot # l13980) indicated that 100% inspection of the devices resulted in 11 visual rejects post coating. All destructive testing was completed per required process monitoring requirements and results met spec for the tensile strength. (B)(4). A review of the coil sub-assembly lots used to manufacture lot l13980 show no anomalies with the mfg process. However, some units have been rejected during visual inspection (l13886 (4 rejects); l13887 (3 rejects); l13888 (3 rejects)); the 3 lots passed all the required visual inspection and dimensional measurements. All parts that failed visual inspection have been rejected and all parts released met specs. No other anomalies were found with this lot due to the mg process. The parts released in this lot met process requirement.